Event description:
During a laparoscopic gallbladder case, dr. Used the endo mini-shears to dissect tissue but complained of the scissors being very dull. Upon inspection of the wrapper, it was determined that the scissors had been reprocessed. A replacement device would have been opened had more resection been needed.